Event description:
It was reported that the lead exhibited high pacing thresholds. This lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).